Event description:
The pt was positioned in a mayfield skull clamp, part #a1114 and was prepped and draped. When the initial incision was being made the pt's head slipped in the clamp. The pt may have incurred a small laceration (less than 1/2 inch) from the skull pin (unconfirmed). The pt had to be re-positioned in the clamp with the pins in a new location on the head. The surgeon also had to re-prep and re-drape the pt causing approximately a 20 minute delay in the case. Additional information was requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.